Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and mildly calcified proximal left circumflex artery (lcx). A 2.75 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion and was pulled back into the guide. Under fluoroscopy, it was noted that the undeployed stent was in the left main/proximal left anterior descending artery. It was then verified that the stent was not on the delivery system. The proximal guide catheter was noted to be kinked and was exchanged. An unsuccessful snaring attempt was made using a non-bsc snare kit. Access to the lcx was regained using a non-bsc wire and 1.2 x 8 mm balloon. The wire was exchanged and a 2.5 x 15 mm nc emerge balloon catheter was used to pin the stent against the vessel wall. The procedure was completed by deploying a 3.0x16 synergy stent in the proximal lcx. No patient complications were reported and the patient was stable.